Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/14/2021. H.6. Investigation: twelve 20039e7d samples were received for investigation; one was received in sealed packaging from lot 20017076, seven were received in sealed packaging from lot 20115340, two were received without packaging and two were received with opened packaging from lot 20125524. No connecting products were returned to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to each of the 20039e7d samples; in each instance no flow restrictions or occlusions were identified. A review of the production records for lot 20017076, 20115340 and 20125524 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that 30 smallbore 6 inch ext vlv experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: unable to flush or aspirate from bung on initial use of equipment. When investigating product, it flushes ok after 2-3 uses, however not helpful in clinical situation when attaching to IV cannula. Multiple faulty products in this lot number. No problem with this product with a different lot number.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers which may have been involved. The information for each lot number is as follows: medical device lot #: 20115340, medical device expiration date: 2023-11-18, device manufacture date: 2020-11-18. Medical device lot #: 20017076, medical device expiration date: 2023-01-28, device manufacture date: 2020-01-28. Medical device lot #: 20125524, medical device expiration date: 2023-12-03, device manufacture date: 2020-12-03.

Event description:
It was reported that 30 smallbore 6 inch ext vlv experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: unable to flush or aspirate from bung on initial use of equipment. When investigating product, it flushes ok after 2-3 uses, however not helpful in clinical situation when attaching to IV cannula. Multiple faulty products in this lot number. No problem with this product with a different lot number.